Event description:
It was reported the patient went through a metal detector and the device "started to sting, like a bee sting". Patient also felt the "stinging" when entering a store and the alarm was set off by a customer leaving the store. Follow up with the physician's office was conducted, but the patient had not been seen. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.